Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy, on vessel transection, the surgeon was able to press the green button but unable to squeeze the handle and the device did not fire. They replaced the device by another device to complete the case. There was no patient injury.